Event description:
During the FDA daily pre-use checkout, the arkon anesthesia machine failed the o2 sensor calibration checkout. The machine was removed from service. Biomed then calibrated the o2 cell and re-tested/ cleared the machine to return to service.